Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. The reported patient effects of tissue damage and hemorrhage are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under separate medwatch report number.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of both proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavr procedure was completed. During knot advancement with the suture trimmer, not using too much pressure, the sutures of both proglide devices came thru the vessel wall. Major bleeding occurred. The 16f sheath was placed back in the access site to attempt to stop the bleeding but did not work. Contralateral approach was used, using the up and over technique, to inflate an armada 35 balloon in the iliac to attempt to stop the bleeding; however, this did not work. An unspecified coated balloon was inflated in the abdominal aorta to maintain control of the bleeding; however, the aorta ruptured. An open cutdown into the abdominal aorta was performed. The patient expired on the table while attempting to control the bleeding in the aorta. It is the physician's opinion that the proglide devices did not cause or contribute to the patient death. The access site was heavily calcified, plaque was noted in the vessel and the vessel was diseased and fragile. No additional information was provided.